Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received one q-syte unit connected to an extension set. Visual examination: no evidence of physical mechanical damage was found on any of the components of the q-syte unit received. Flow-test: the water flowed freely into the q-syte unit and out with no obstruction-resistance confirming bottom slit presence. The flow rate resulted measured at 38.19 l/hr. (Specification is 1 l/hr.) Conclusion(s): indeterminate: the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that before use of the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore the q-syte was connected to the infusion set. After the infusion valve was completely opened, the q-syte fluid would not flow. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: in (B)(6) 2019, the q-syte was connected to the infusion set. After the infusion valve was completely opened, the q-syte fluid could not be flow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore the q-syte was connected to the infusion set. After the infusion valve was completely opened, the q-syte fluid would not flow. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: in (B)(6) 2019, the q-syte was connected to the infusion set. After the infusion valve was completely opened, the q-syte fluid could not be flow.